Event description:
Healthcare professional reported left side " there is a large cyst", "intracapsular rupture, confirmed by MRI", "multiple areas of folding of the silicone implant envelope noted ", "there is also evidence of silicone in three interlay mammary lymph nodes." Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.